Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing noted on stored electrocardiograms (ECG) for atrial fibrillation (af) and atrial tachycardia events and the device was "prematurely classifying as terminated." The ra lead and device remain in use. No patient complications have been reported as a result of this event.